Manufacturer narrative:
No lot number was given at time of report. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds).

Event description:
The patient was injected in the nasolabial folds, marionette lines and oral commissures. The patient allegedly developed cyst-like firmness, a blister and redness. The area was lanced a few times and cultured. The patient was treated with keflax together with massage and a warm compress.